Event description:
It was reported that the patients ipg had to be charged more frequently in an extended period of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to facility protocol.